Event description:
It was reported by service report that the foot-end of the bed was stuck in the upper position and would not lower, and the left head siderail cable was crimped and pinched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: frayed foot-end sensor coil cord; crimped and pinched left head siderail cable.